Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the screwdriver tip came off.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection shows that hexalobular tip of screwdriver was broken off. The fractured piece was not returned with the device. Examination of the returned device with material analysis engineer indicated that no mar is required. Damage is consistent with torsional overload condition. -medical records received and evaluation: not performed as patient factors did not contribute to event. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: visual inspection confirms the reported event which shows that the hexalobular tip of screwdriver was broken off. The broken piece was not included with the returned driver shaft. The returned device was consulted with material analysis engineer, concluded that damage is consistent with torsional overload condition.

Event description:
It was reported that the screwdriver tip came off.